Manufacturer narrative:
Concomitant medical products: (4)8110; syringe tubing; bd plastipak 50 ml syringe; therapy date: (B)(6) 2017. The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The feedback states that whilst changing an empty syringe of noradrenaline for a new 50 ml bd plastipak, the user noticed that 1 ml of the volume had been administered to the patient as a possible bolus. The information received indicates that as per the ward practice the line had not been clamped when removing the empty syringe, nor when the filled one was attached to the line, which was connected to the patient. The report suggests that the patient's blood pressure increased to 230 mmhg systolic then stabilized after 2 minutes.

Manufacturer narrative:
The customer¿s report of an inadvertent siphonage from the syringe was not confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Review of the event log shows syringe module s/n (b)(4( had no infusion running on the date of the reported issue ((B)(6) 2017), however it did identify that it was connected to pcu s/n (B)(4) on the previous day. Analysis of the pcu event log shows syringe module (B)(4) was removed from the pcu during a morphine infusion and resulted in a channels disconnected alarm condition. The morphine infusion was not restarted until 19 minutes after the channels disconnected alarm was confirmed / cancelled by the user. The review did not identify any user interaction with the suspect syringe module as it was never powered / selected during this infusion period, therefore it is not possible to confirm the reported issue. Performance verification procedure (pvp) was performed and the device was within specification. The cause of the customer¿s report was identified as user error.